Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer stated that she treated her low blood glucose with orange juice and breakfast. The customer stated that her blood glucose went up to 97 mg/dl. The customer stated that she was not admitted to the hospital for medical treatment. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted in performing the displacement test. The displacement test passed. The customer was advised to monitor the pump and call back if the issues persist.